Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The device involved in this incident has not been returned to belmont for investigation. It was reported that a criticool device was emitting a burning smell. Belmont has been informed that the unit exhibited a halt 6 alarm during evaluation onsite and has been in contact to get the unit back. The disposable set involved was discarded and the lot number was unknown. Additional information was provided on june 22nd that the patient also was left with a bruising pattern on the posterior thigh and knee that exactly matches the pattern on the criticool wraps. They also stated the patient is critically ill and does have a coagulopathy, but had concerns about skin integrity as the bruising was quite severe. Based on the injury, belmont will file a report as per procedure. Additionally, it was provided on june 23rd that the patient was admitted for severe sepsis. Wound care following and offloading patient to prevent any pressure and topical treatment. Our complaint records indicate that the criticool and curewrap have not caused or contributed to bruising occurrences. Our medical advisor reviewed this isolated incident and the provided images. His opinion, based on the information we have received, was that the contributing factors to the bruising were the patient's condition, coagulopathy, and probable swelling under the wrap. The device has a built-in pressure relief algorithm designed to help maintain skin integrity. During the initial phase of regulation, the flow cycle is 12 minutes on and 1 minute off. In steady state (when the core temperature is within the set point range) and in normothermia mode only, the cycle is 12 minutes on and 12 minutes off. Testing of the actual device and case clinilogger data (if available) will be conducted upon its arrival into belmont. Without results of the device investigation and case clinilogger data, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the criticool device was emitting a burning smell. During evaluation, the device exhibited a halt 6. The patient also was left with a bruising pattern on the posterior thigh and knee that exactly matches the pattern on the criticool wraps.